Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records and visual inspection of device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Medical records/radiographs identified the following: right total hip arthroplasty with intact hardware. Linear lucency along the medial cortex of the proximal femoral diaphysis could indicate underlying fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 163674 32mm cocr mod hd +6mm no skirt lot# 550220, item# 010000662 g7 pps ltd acet shell 50d lot# 6546510, item# 00625006530 bone scr 6.5x30 self-tap lot# 64424726, item# 010000731 g7 neutral arcomxl lnr 32mm d lot# 6014105. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision approximately seven weeks post initial implantation due to bone fracture. Attempts were made to obtain additional information; however, none was available.